Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47mg/dl. Low bg cause was not known. Reportedly the customer lost consciousness. Paramedics were called and provided the customer with juice and ¿possibly glucagon¿ in addition to the carbohydrates the customer consumed on their own. Recommendation was made to consult with a healthcare provider to discuss diabetes management.